Event description:
It was reported that on (B)(6) 2013 a drill bit broke during drilling for a lag screw in a fibula on the right side of the patient. The drill bit was removed and the procedure was successfully completed with no patient injury reported. There was a 15 minute delay in completing the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Additional product code: hsz. Placeholder.